Event description:
Reportable based on device analysis completed on 23sep2022. The device was returned with no reported allegation. Vascular access was obtained via the radial artery. The 85% stenosed, 2.5x10mm, eccentric, de novo target lesion with a bend between >45 and <90 degrees was located in the moderately calcified left circumflex artery. A 2.50mm x 20mm emerge balloon catheter was used but there was no reported allegation given. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that outer lumen was torn.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in guidewire lumen. The balloon was tightly folded. Inspection of the device revealed that the inflation and guidewire lumens were torn. The shaft was also stretched/necked down 4mm - 6mm distal of the exit notch. The damage to the lumen shafts is consistent to damage caused by advancing the catheter over the guidewire.